Event description:
Device 2 of 2: reference MFR report#1627487-2019-00856. It was reported that the patient implanted scs leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-operatively. It is unknown which lead is liable therefore both the leads are made reportable.